Manufacturer narrative:
Awaiting device evaluation.

Event description:
It was reported that a blank screen constantly alarms. Patient involvement is unknown.

Manufacturer narrative:
The device was returned. The top case was cracked/chipped by the front left bottom corner. The right plunger case and the battery door were cracked. The battery pack was not present, and visible contamination was seen. The reported problem of "blank screen constantly alarms" was duplicated. The issue was due to the main printed circuit board not operating as intended. (Updated h3, h6c, h6d, and h6e). A device history record review is not applicable in this case because the defective component (main board) is not evaluated or tested prior to distribution to the customer. The main board manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.